Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "(B)(6) 2025, the doctor found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2025, the doctor found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened cvc kit including a guidewire inside the arrow advancer, catheter over needle, 2-lumen catheter, a dilator, and a transduction probe. The 18 ga introducer needle and arrow raulerson syringe were not returned. No signs of use in the form of biological material were observed on the components. One kink was observed in j-bend of the guidewire. Microscopic examination confirmed that both the distal and proximal welds were full and spherical. The kink in the guidewire was located 18 mm from the distal end. The overall length of the guidewire measured 603 mm, which is within the specification of 596 mm - 604 mm per product drawing. The outer diameter of the guidewire measured 0.800 mm which is within the specification of 0.788 mm - 0.826 mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portion of the returned guidewire was advanced through a lab inventory arrow raulerson syringe (ars) with and without a lab inventory 18 ga introducer needle attached. The undamaged portions of the guidewire passed without resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire," and "warning: do not apply undue force on guidewire to reduce risk of possible breakage." The customer report of a kinked guidewire was confirmed through investigation of the returned sample. The guidewire contained one kink in the j-bend. The guidewire passed all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, the doctor found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".